Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with: status post lumbar fusion with pedicle screws and rods at l4-5 in the distant past now with a translational subluxation of l3 on l4. High-grade neural foraminal stenosis l3-4, using bilateral radiculopathy right greater than left. He underwent the following procedure: lumbar re-exploration explant pedicle screws and rods at l4-5 extra difficulty secondary being covered with bone overgrowth and severe scarring followed by bilateral laminectomy, facetectomy and diskectomies at l3- 4, twin city titanium pedicle screws under fluoroscopic guidance at l3-l4 with extra difficulty due to the scoliosis and misalignment of the spine, posterior lumbar interbody fusion with a peek cage, demineralized bone matrix l3-4 and lateral transverse fusion with locally harvested autologous arthrodesis rhbmp-2 medium set and allograft 10 cm l3-l4. As per op-notes, "under fluoroscopic guidance, surgeon performed the posterior lumbar interbody fusion coming in from the right side. Using a tamp and mallet to impact and countersink the cage at the middle of the disk and the ventral 1/3 of the disk space level. It was done using fluoroscopic guidance. The plate was then in tight position. Surgeon now removed the distracting rod from the patient's left. Surgeon now took the locally harvested autologous arthrodesis and packed it in the lateral gutter with a tamp from the pedicle and transverse of l3 to the pedicle and transverse of l4. Surgeon took the allograft and wrapped 5 cm covered in rh-bmp2 soaked sponge on the right and on the left, impacted this in. This completed the lateral transverse fusion.¿ the patient tolerated the procedure well without any intraoperative complications. Post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.